Event description:
It was reported that the physician's handheld was having difficulty interrogating patient's devices. Different serial cables were tried, but did not resolve the issue. The handheld was not plugged into an electrical outlet during use and no mishandling occurred. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the tablet device was working intermittently and multiple attempts were needed in order to perform successfully interrogations. The intermittent tablet device has not returned to date.

Event description:
An analysis was performed on the returned handheld, and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Additionally, no anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Date of event; corrected data: new information corrects the date of event. Other; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.